Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24x2.50 promus premier¿ drug-eluting stent was advanced, but failed to cross the lesion and it was noted that the stent strut was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the proximal end of the stent that were lifted and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24x2.50 promus premier¿ drug-eluting stent was advanced, but failed to cross the lesion and it was noted that the stent strut was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.